Manufacturer narrative:
G4:03nov2020. B4:29dec2020. The biomed replaced the power switch overlay to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; report date: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The customer reported that the unit has an alarm led failed error. The customer contacted product support, and was advised to replace the power switch overlay. Provided part ID for power switch overlay. The customer reported that the unit was not in use on a patient.